Event description:
A reading and error message issue was reported with the freestyle libre sensor. The customer obtained a high reading of 200 mg/dl and self-treated with insulin (dose/type unknown) based on the sensor scan. After a few minutes, the customer scanned the sensor, however, encountered a "replace sensor" message and was unable to obtain glucose readings. The customer began to feel hypoglycemic and almost lost consciousness, and was treated with "something to raise adrenaline" by wife. No additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.